Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. As referenced in summary of clinical studies, "type iii endoleaks caused by graft defects, inadequate seal or disconnection of the modular components were treated with add'l ballooning or prostheses. As reported by the lab, there were no type IV endoleaks during the clinical study." Per cook qc, each suture is 100% inspected for proper securement and to ensure that there is no excessive elongation of the graft material at the suture entry point. The mfg records of the complaint device were reviewed. There were no abnormalities and the devices were manufactured to spec. Without images or add'l info concerning the event it is difficult to determine a root cause. The complaint correspondence indicates that a type iii endoleak occurred through a suture hole. There is no indication that the graft tore. Poor sealing was reported in the event, evident by the described type I and the physicians comments. The type iii endoleak was detected after resolving the other endoleak. The location of the type iii endoleak relative to the main body graft was not reported. At this time, it is difficult to determine the type of endoleak based on the info provided. It is possible that there was no failure of the graft integrity, in which the endoleak would be reported as a type IV related to the suture. It is also possible that the graft material was damaged during intervention, resulting in a tear in the graft material. Each stent graft has suture entry points by design. Flow through the graft material or entry points stops upon coagulation of the blood in the device. It can reasonably be expected that an endoleak through a suture hole that was damaged or not manufactured to spec could resolve spontaneously, especially after the anticoagulant diminished. However, we are unable to determine the severity of the reported endoleak. Disconnection of the stent grafts or torn graft material will most likely result in intervention. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provided further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and the possible rupture. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.

Event description:
A male pt underwent aaa repair in 2009. The pt's anatomical form was suitable for endovascular repair, but it was reported that the proximal neck was a little irregular. The procedure was conducted as labeled. A final angiography revealed proximal type I endoleak (1820334-2010-00028). The physician additionally placed a palmaz large stent at the proximal neck. And then, it was confirmed that the proximal type I endoleak was resolved, but that type iii endoleak occurred (1820334-2010-00037) around from the z stent suture hold of the main body graft. In order to treat the type iii endoleak, the physician additionally placed a main body extension which resolved the type iii endoleak. The pt had no problems after the procedure.